Event description:
It was reported that the ilet displayed multiple brief sensor alerts and intermittent signal loss, after which an urgent low glucose alert appeared; the user did not perform a fingerstick but treated with oral glucose and glucose readings later resumed after the sensor was replaced. Symptoms included hypoglycemia with a blood glucose nadir of 47mg/dl. Outcomes included no health consequences or lasting impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding the device problem and device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.